Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that there was a lack of pain relief and a loss of coverage and that the external factor that may have led to the event was a car ride. An impedance check was performed as a diagnostic tool and impedances were off on electrodes 8-15 on the lead. The health care provider elected to replace both leads. The issue was resolved at the time of the report.

Manufacturer narrative:
Other applicable components are: product ID 97791 lot# unknown serial# unknown. Product type accessory product ID 97791 lot# unknown serial# unknown. Product type accessory product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. Analysis of lead (sn (B)(4) revealed no significant anomaly. The outer insulation of the stim lead body was cut. Analysis of lead (sn (B)(4)) revealed all conductors were broken 23 cm from the distal end. Lead sn (B)(4). Lead sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID: 97791, lot# unknown, serial# unknown, product type: accessory. Product ID: 97791, lot# unknown, serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.